Event description:
It was reported that during the implant procedure, high out of range impedance and high capture thresholds were noted from this left ventricular (lv) lead. Phrenic nerve stimulation from this lv lead was also observed. The physician attempted to reposition the lv lead multiple times, but the impedance remained high and stimulation was still present. The physician elected to exchange the lv lead and implant a new lead to resolve the event. The patient was stable with no adverse consequences. The lv lead is expected for analysis, but has not yet been received.